Event description:
It was reported to boston scientific corporation that a truetome 44 was prepared for use in duodenal papilla during an endoscopic biliary stone removal procedure to treat transduodenal oddis sphincteroplasty performed on (B)(6) 2026. During the preparation outside the patient, it was reported that the device kinked during unpacking. Photo of the device outside the patient provided by the customer shows the working length was twisted and kinked. Additionally, it was also reported that the cutting wire was kinked. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a040601 captures the reportable event of cutting wire kinked.